Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the correct owner's booklet was missing from the contents of their onetouch verio2 packaging. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.